Manufacturer narrative:
(B)(6). The device was manufactured 07/09/2018 to 07/10/2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one 250ml eva (ethyl vinyl acetate) tpn (total parental nutrition) bag leaked from an unspecified location. This occurred before patient use. There was no patient involvement. No additional information is available.